Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the device was getting ac power but the battery was not charging. They have used several batteries & it's still not charging.